Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was hospitalized for fifteen days (dates unknown). The recipient's device was explanted. The recipient was reimplanted on the contralateral side with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The recipient's infection has reportedly resolved and the implant site is healing very well. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced external otitis, which is now resolved.